Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (lavh, bilateral salpingectomy, right cyst oophorectomy and hysteroscopic ablation in 2010). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia and ovarian cyst outcome was unknown. The reporter considered medical device removal, menorrhagia and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: successful bilateral tubal occlusion with implanted essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required) and ovarian cyst ("right ovarian cyst"). The patient was treated with surgery (lavh, bilateral salpingectomy, right cyst oophorectomy and hysteroscopic ablation in 2010). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal, menorrhagia and ovarian cyst outcome was unknown. The reporter considered medical device removal, menorrhagia and ovarian cyst to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: successful bilateral tubal occlusion with implanted essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.